Event description:
It was reported that the customer's insulin pump had frozen display and unresponsive buttons. It was stated that the time clock was not advancing and a failed battery test alarm occurred. The battery was removed, but the anomaly persists. No further information was provided.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No failed battery test alarms noted. However, the insulin pump received with unresponsive act buttons due to corroded keypad traces. Time display advancing properly. No frozen screen anomalies noted. Unable to perform any test due to keypad anomaly. The insulin pump received with cracked case at lcd window corners. The insulin pump received with scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.